Manufacturer narrative:
The device has been returned, but the investigation is not yet complete. A supplemental report will be submitted with the investigation results upon completion. Lot release records were reviewed, and the product lot met all acceptance criteria. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 49 and 71 hours. It was reported that the adhesive had partially lifted and the cannula appeared to be improperly seated in the infusion site (abdomen). Additionally, the controller displayed an automated delivery restriction alert. The patient contacted a physician by phone and received guidance to replace the pod and did so successfully. No further medical assistance was required.